Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as visual examination of the returned product identified the taper adapter was still assembled in the glenosphere and did not have signs of heavy damage. The baseplate was not returned. Also, the x-rays showed that the glenosphere appears detached from the baseplate and migrated slightly superiorly. The glenosphere is aligned normally with the humeral hardware. No dislocation is detected. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 396150; catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 457920; catalog #: 113655, comp primary stem 15mm std, lot # 700000; catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 006810; catalog #: 110031399, mini humeral tray standard thickness, lot # 64833579; catalog #: 115395, comp rvs cntrl 6.5x25mm st/rst, lot # 322510; catalog #: 118000, 25mm versa-dial taper adaptor, lot # 645130; catalog #: 110031424, cr vivacit-e 36mm brng std, lot # 64833579. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00793.

Event description:
It was reported the patient underwent a right primary shoulder procedure approximately 2 months ago. Subsequently, the patient was revised due to dislocation one month later. There is no further information at this time.